Event description:
Discordant low results for sodium (na) were obtained on a dimension rxl max instrument. Meanwhile the quality control results were in range. It is unknown if the discordant results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant na results was malfunction of the quicklyte sensor. The fse replaced the quicklyte sensor. The instrument is performing within specifications. Further evaluation of the device is not required.